Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. There was blood/body fluid (not obstructed) on the proximal conductor, outer insulation was breached cut, blood was in/on the helix/lobe mechanism, and apparent explant damage.

Event description:
It was reported that the right atrial lead had threshold issues and was not capturing. It was found the lead dislodged and appeared to have tissue stuck in the helix. The lead was removed and replaced. No further patient complications have been reported as a result of this event.